Event description:
Drive devilbiss healthcare was notified of an incident involving a knee walker by an attorney letter alleging that while in use by the end user, the "handlebars dropped and/or collapsed causing her to lose balance fall and sustain serious injuries and damages," which are alleged to include a right achilles tendon rupture and "chronic" regional pain syndrome. Drive is attempting to investigate the incident through cooperation with the end user's attorney.